Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of guidewire distal tip detached exposing the tip of the metal corewire. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire was used during a percutaneous nephrolithotomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the distal tip of the guidewire unraveled and detached inside the patient exposing the tip of the metal corewire. A small piece of the ureteral catheter (exact size is unknown) also became stuck by the end of the procedure. The physician stated that the patient will be scheduled for another procedure to remove the detached fragment. Reportedly, the patient came back to the hospital on (B)(6) 2015 for a left ureteral dilation, retrograde pyelogram, and stent placement it was stated the detached guidewire fragment was not able to be removed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.